Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification.

Event description:
During a clinic follow-up, a dislodgement of the right ventricular (rv) lead was alleged. Diagnostic imaging was performed and confirmed an rv lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.